Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: during investigation, there were 064 call service alarms observed in the black box. During rewind and load cartridge steps piston did not move; a call service 064 alarm occurred. Unable to perform step 18 due to alarm. The pump was opened; motor would not move when connected to external power supply. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.